Event description:
This lead was implanted on (B)(6) 2003 and explanted last (B)(6) 2013 due to lead failure. The physician was (B)(6) at (B)(6) hospital in (B)(6). There is no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).